Event description:
The customer contact reported the device delivered more than intended. During incoming inspection prior to release for clinical use, the customer contact reported the device delivered more than intended. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. ]